Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6)2023, approximately 4 years, 8 months after initial implant. Revision operative report of (B)(6) 2023- postoperative diagnosis: failed, right, total knee arthroplasty, polyethylene, due to premature poly wear and poly recall. The tibial polyethylene component was removed. There was found to be evidence of visible and palpable wear within the weightbearing portion of the polyethylene. The patient was awakened and transferred to recovery in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(4) 02-012-60-1425 - tru stem ext 14mm x 25mm; 5559998 02-020-11-0320 - truliant ps cem fem ps cem right sz 2; (B)(4) 02-022-45-2030 - truliant tib fit tray cem sz 2f / 3t; (B)(4) 200-02-32 - three peg patella 32mm; (B)(4) 204-70-00 - tibial stem ext. Screw; 9032018033 a10012 - gps implant kit v2 pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6: component code, type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6: health effect - clinical code. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.